Manufacturer narrative:
(B) (4).

Event description:
The physician could not get a reading on the device. The pt was told that it was "not correct" and "something was wrong". The implant was uncomfortable. The pt felt a sharp edge rather than flat edge/surface. It was planned to investigate whether the ins was flipped. Further info is being requested from the hcp.